Event description:
It was reported post implant that the device has depleted faster than expected due to high lv outputs. Additional information was received that the lead and device were replaced on (B)(6) 2010. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.